Event description:
It was reported that some time post port placement procedure, a subcutaneous crack was allegedly found on the catheter. The device was reported to be removed off the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Three electronic photos were provided for review. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fracture and identified deformation issues as two circumferential splits were noted approximately 6.3cm and 7.1cm from the distal end of the cath-lock was also noted in the provided photo. Also, the edges of the circumferential split were noted to be jagged. Furthermore, a kink was noted approximately 5.2cm from the distal end of the cath-lock. Upon infusion of the port body with attached catheter segment, leaking from both circumferential splits was observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post a port placement procedure, a subcutaneous crack was allegedly found on the catheter. It was further reported that the device migrated. The device was reported to be removed off the patient. There was no reported patient injury.